Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass gastroplasty, the stapler did not work on the last entero-entero trigger. The jaws of the device locked on tissue but was removed by opening and closing the load. The procedure went smoothly with a device presenting complications only on the last shot. To continue, the reload and handle were replaced.